Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during lead repositioning, the stylet could not be inserted or remomoved from the lead. The lead was explanted.